Event description:
Started to use the device and the flipper broke into several pieces. The surgeon removed the instrument and it was felt that all pieces were retrieved. Upon post op xray a piece/fragment was noted to be remaining in the bone.